Event description:
The customer reported that the system had a high ma error and the high dose rate. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The filament was calibrated during the service call. The system was tested and found to be working as intended and put back into service.